Manufacturer narrative:
The glidescope avl video baton 3-4was replaced for the customer. The video baton was returned to verathon for evaluation. The technical service representative confirmed the reported intermittent image when the cable is manipulated. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 05/25/2013 and the one (1) year warranty period has expired. Since the customer received a replacement video baton and there are no repairs available the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
It was reported that during a patient procedure, using a glidescope avl video baton 3-4, there was an intermittent image. Reportedly, the image would cut in and out if the cable was manipulated. There was a delay in the procedure of three (3) minutes, while a backup avl video baton 3-4 was prepared. No harm to patient or user was reported.